Event description:
Report received of an under-delivery of ivig. The patient was receiving 100cc of ivig at an unknown rate. The rn reported that during their routine morning assessment, it was noticed that there was 10 cc-15 cc of ivig left in the bottle. The volume expected to be remaining was not reported. The customer reported that there was no adverse patient event, and no medical intervention was required. Though requested, no additional medication was available.